Event description:
Received by professional services in 08/04 and by cardinal health litigation in 07/04, in 2003, petitioner, underwent a total hysterectomy at hospital. On info and belief petitioner shows that the defendants subsituted accudyne and operand in place of the pre-operative scrub products that were supposed to be ussed by the hosp nursing staff. As a result of their exposure to defendants' pre-opertive scrub products. Petitioner sustained "burns to their legs and buttocks." Investigation has revealed that the most likely product is pbds module pb43tbwby, lot 9700661, or product close to specified catalog number.